Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml ll bns contained foreign matter. The following information was provided by the initial reporter: "small piece of hair wrapped around the syringe inside part." No.309648 lot no.3131805.

Manufacturer narrative:
Two photos were received and evaluated. One photo shows one unknown polypropylene syringe, and the other photo shows an unknown needle with shield attached. Neither product corresponds to the reported 1ml polycarbonate luer-lok syringe defect as reported. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination. A device history record review was completed for provided lot number 3131805 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.